Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identify smooth opening in the anterior side. Wear abrasion based on the device analysis the final assessment is: a smooth opening on radius side.

Event description:
Device has been explanted.